Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease. Leak test was performed, and no leakage was found. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is no openings or issues related to the complaint were observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.